Event description:
It was reported that there was a the large discrepancy between the results of the manual pacing capture threshold (pct) test and that of the in-office ventricular capture management (vcm) test. The technical consultant was unable to determine the reason for the discrepency. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).